Manufacturer narrative:
According to the facility, the syringe was spinning off the manifold when attached. The customer contact reports this incident occurred during use; however no injury occurred. The customer contact is unsure if the defect is related to the syringe or manifold. No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, the syringe was spinning off the manifold when attached.